Event description:
PICC line requiring cap change. Upon opening cap dressing change kit, the inside sterile paper that contains sterile items was noted to have a hole in it, under the sterile gloves and purell packet. Unable to tell there was a hold until fully opened. The hole then would touch the table, causing the entire package to no longer be sterile.